Event description:
The facility reported the eye safety filter on the laser failed to activate. The doctor received a burn to their left macula with swelling, blurred vision and loss of depth perception.